Event description:
The article, "left atrial appendage closure: a single-center experience in a population with a high prevalence of end-stage renal disease", was reviewed. The article presented a retrospective, single center study to elucidate the demographic, clinical, and procedural characteristics, specifically among hispanic patients undergoing this procedure. Devices included in the study were watchman and amplatzer amulet. The article concluded that the study reinforces existing evidence supporting the safety of left atrial appendage closure (laac), particularly in a multi morbid patient population with elevated bleeding and thrombotic risks. In this high-risk cohort, laac emerges as a feasible alternative for reducing thromboembolic risk. Notably, patients on dialysis demonstrated comparable long-term outcomes, suggesting the procedure's viability in this subgroup as well. [The primary and corresponding author was luis areiza, interventional cardiology department, hospital universitario mayor méderi, bogotá, d.c., colombia, with corresponding email: alberareiza@hotmail.com] the time frame of the study was from june 2017 to july 2022. A total of 33 patients were included in the study, of which 6 (18.2%) received an abbott device. The average age was 70 years old and the majority gender was female. Comorbidities included chronic kidney disease, renal replacement therapy, hypertension, diabetes mellitus, stroke, bleeding, and heart failure.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "left atrial appendage closure: a single-center experience in a population with a high prevalence of end-stage renal disease" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including chronic kidney disease, renal replacement therapy, hypertension, diabetes mellitus, stroke, bleeding, and heart failure. The article concluded that the study reinforces existing evidence supporting the safety of left atrial appendage closure, particularly in a multimorbid patient population with elevated bleeding and thrombotic risks. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title: left atrial appendage closure: a single-center experience in a population with a high prevalence of end-stage renal disease.